Event description:
It was reported that the plunger was broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the top case was cracked by front corners. No damage on bottom case. Plunger head is cracked by all screws. During the checking of the plunger sensors, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. The plunger board did not work as intended and q1 was broken off the plunger board. Replaced plunger board.